Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It is reported that the clinic alleges that parameter settings had changed from the last time they had programmed them. Device remains in use. No further patient complications have been reported as a result of this event.